Event description:
New information received notes it was a pocket infection that was identified by oozing and inflammation in the incision of the implanted device system. Patient was on antibiotics. Physician does not believe the infection was related to the procedure or the device but rather due to patient¿s very unsanitary physical home environment. A new system was not implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02212. It was reported that the system was explanted due to infection. Patient was recovering post-procedure.